Event description:
During sedation of a diagnostic colonoscopy there was a greater than 30 minute prolongation due to the processor printing black images. The image was fine on the monitor. The system set up was changed from memory to high definition (hd) and standard definition (sd) and images were then able to be printed. The procedure was completed with the same device and there were no reports of patient harm.

Event description:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. Updated fields: f6, f7, f10 . Corrections to b1, b2. This event was initially conservatively reported as a serious injury; however, there is no evidence the patient suffered any serious injury or adverse effects from the prolonged procedure. Olympus made multiple attempts to receive more information from the customer without success. Thus, correcting b1, b2. B1 should not be marked as an adverse event, and b2 should not be marked at all. The device was not returned to olympus for inspection and however the complaint was confirmed through remote troubleshooting. A definitive root cause could not be identified and the cause was not established. Olympus will continue to monitor field performance for this device.